Manufacturer narrative:
This information is based entirely on journal literature and subsequent follow up information obtained. This report is associated with the 3500a medwatch report number 2182208-2017-00157, which was submitted in a timely manner on 2017-02-09. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. No further information was provided. Referenced article: safety and quality of 1.5-t MRI in patients with conventional and MRI-conditional cardiac implantable electronic devices after implementation of a standardized protocol. Ajr am j roentgenol. 2016; 207(3):599-604.

Event description:
A journal article was reviewed which contained information regarding cardiac implantable electronic device (cied) systems. Additional information was obtained through follow up in which the author indicated that the patient did not report the symptoms "during the MRI," but after the MRI, the patient reported that they experienced symptoms during the MRI, but that the symptoms had resolved. There was one patient had "brief pain" at the pocket site. There was no medical or surgical intervention needed. No additional symptoms or issues with these patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.